Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge change errors occurred during the load process. Reportedly, the customer had followed the incorrect fill process during the load sequence. Tandem technical support reviewed the load process with the customer. Customer's blood glucose level was 350 mg/dl.